Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. A new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. It was later reported that the attempted lead was discarded as medical waste by mistake after the procedure, and is unable to be returned.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. A new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.